Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), myalgia ("muscle pain"), dizziness ("dizziness"), abdominal pain ("abdominal pain"), nausea ("nausea"), swelling ("generalized swelling"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("abdominal bloating"), hypersensitivity ("hypersensitivity / allergic"), fatigue ("fatigue"), muscular weakness ("muscle weakness"), vulvovaginal discomfort ("vaginal discomfort"), vomiting ("vomiting"), migraine ("migraine"), skin depigmentation ("spots on her face"), joint swelling ("joint swelling"), peripheral swelling ("legs swelling") and umbilical discharge ("umbilical discharge") and was found to have weight increased ("weight increased"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, arthralgia, myalgia, dizziness, abdominal pain, nausea, swelling, weight increased, vaginal haemorrhage, abdominal distension, hypersensitivity, fatigue, muscular weakness, vulvovaginal discomfort, vomiting, migraine, skin depigmentation, joint swelling, peripheral swelling and umbilical discharge had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, arthralgia, dizziness, fatigue, hypersensitivity, joint swelling, migraine, muscular weakness, myalgia, nausea, pelvic pain, peripheral swelling, skin depigmentation, swelling, umbilical discharge, vaginal haemorrhage, vomiting, vulvovaginal discomfort and weight increased with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (notivisa, reference number: (B)(4)) on 04-feb-2021. The most recent information was received on 08-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), myalgia ("muscle pain"), dizziness ("dizziness"), abdominal pain ("abdominal pain"), nausea ("nausea"), swelling ("generalized swelling"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("abdominal bloating"), hypersensitivity ("hypersensitivity / allergic"), fatigue ("fatigue"), muscular weakness ("muscle weakness"), vulvovaginal discomfort ("vaginal discomfort"), vomiting ("vomiting"), migraine ("migraine"), skin depigmentation ("spots on her face"), joint swelling ("joint swelling"), peripheral swelling ("legs swelling") and umbilical discharge ("umbilical discharge") and was found to have weight increased ("weight increased"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, arthralgia, myalgia, dizziness, abdominal pain, nausea, swelling, weight increased, vaginal haemorrhage, abdominal distension, hypersensitivity, fatigue, muscular weakness, vulvovaginal discomfort, vomiting, migraine, skin depigmentation, joint swelling, peripheral swelling and umbilical discharge had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, arthralgia, dizziness, fatigue, hypersensitivity, joint swelling, migraine, muscular weakness, myalgia, nausea, pelvic pain, peripheral swelling, skin depigmentation, swelling, umbilical discharge, vaginal haemorrhage, vomiting, vulvovaginal discomfort and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.